Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "system shutdown: internal error occurred, system reset required" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed. The error is caused by invalid data being overwritten in the full disclosure log. This may occur under specific conditions and particularly only seen when the full disclosure log reaches its maximum capacity before overwriting which is 150 cases typically. The malfunction is resolved by loading software version 02.28.03.00 on the device. The device was recertified and returned to the customer. A device corrective action addressing this issue has been reported to the FDA under corrective reporting number z-1311-2014. Analysis for reports of this type has not identified an increase in trend.